Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had no power, and the remote support service (rss) was offline. The field service engineer (fse) had identified that the auxiliary drawer 4.2 had failed. The fse unplugged the pyxis bus cables one by one to isolate the issue, tested each board and confirmed that the drawer control board for 4.2 had failed. The board was replaced with a new one, and after performing the hardware test application, the issues were resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had no power, and the remote support service (rss) was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.